Manufacturer narrative:
The complaint of a hole near the bifurcation was confirmed, but the exact cause is unk. There was a partial tear in the d/l tubing at the distal end of the bifurcation. The tear exposed the arterial lumen and allowed the catheter to leak during infusion. Sharp instrument cuts were also found in the surecuff and the d/l tubing distal to the surecuff. As the catheter facilitates tissue in-growth, the catheter must be surgically removed. The cuts in the cuff and tubing were most likely caused during removal.

Event description:
It was reported that the catheter that was placed in 2006 started to leak and take in air four months later. The hole near the bifurcation hub is visible to the eye.